Manufacturer narrative:
This product is available for analysis; however, it has not been received. Additional information will be provided within 30 days of receipt.

Event description:
While inflating the palmaz genesis (pg2910ppx) at the lesion, the balloon suddenly burst before reaching nominal pressure. There was no potential adverse event to the patient. The product will be returned for analysis.